Event description:
Additional information was provided regarding this event. The reported issue occurred during a therapeutic procedure. The procedure was completed with the same device. There was no reported delay related to the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the reported event.

Event description:
The customer reported to olympus, the uretero-reno videoscope¿s angulation became locked and was difficult to disengage. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of angulation became locked-cannot disengage was not confirmed. The device evaluation found water tightness was not maintained due to perforation of the forceps channel due to external factors. There was perforation caused by endo therapy accessories. There were scratches on the up/down angle fixing lever. The curved rubber adhesive part was missing. Scratches were found on the operation part, rotating mechanism, the grip, the angle lever, the up/down plate, the universal cord, the video cable, the video connector, the light guide connector, the light guide cover glass surface, and the video connector case due to external factors. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that a failure of the watertightness of the device led to a defect in the angulation mechanism. However, a definitive root cause could not ultimately be identified. This issue is addressed chapter 3 of the instructions for use (IFU) under section 3.3 "inspection of the endoscope" as below: [inspection of the angulation mechanism] inspection for smooth operation. 1. Straighten the bending section. 2. Confirm that the up/down angulation lock is placed in the free ¿f[down]¿ position. 3. Operate the up/down angulation control lever slowly in each direction until it stops. Confirm that the bending section angulates smoothly and correctly and confirm that maximum angulation can be achieved. 4 operate the up/down angulation control lever slowly to its straight (neutral) position. Confirm that the bending section returns smoothly to an approximately straight position. Olympus will continue to monitor the field performance of this device.